Event description:
This complaint is related in MFR #2134265-2009-00019. It was reported that during a coronary artery bare metal stent treatment procedure there was acute stent thrombosis. The physician was attempting to treat the target lesion, a 95-99% stenosed anatomosis of a vein graft to the mid lad (left anterior descending) with a 3.00x20mm liberte bare metal stent. The lesion was pre-dilated with a maverick 2.50x15mm; stent was then deployed successfully at lesion. It was noted by the physician that an acute thrombosis developed proximal to the deployed stent. The physician attempted to remove the thrombus with an aspiration catheter, the thrombus was unable to be removed. The physician then attempted to place a liberte 4.50x28mm bare metal stent in the vessel. The physician was unable to advance the stent into the thrombus. When the physician was removing the stent delivery system from the graft the stent was noted to have been "stripped off by the guiding catheter". The physician was able to pull the entire system back to the sheath. When the physician stepped off fluoro, then stepped back, on it was noted that the stent was no longer visible. The physician was unable to locate the dislodged stent with in the patient. The physician then decided to end the procedure at that time. There were no reported patient injuries or complications. The patient's condition was reported as "o.k.".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.